Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon ruptured. The pci treated the target lesion located in the severely calcified unspecified vessel. The physician attempted to use the 3.0x12mm quantum apex balloon for pre-dilation but the balloon ruptured at 20 atm's on the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's condition was listed as good.

Manufacturer narrative:
The quantum apex balloon catheter was received for analysis. Blood and contrast were present throughout the lumen shaft. Due to hardened material inside the lumen the device was soaked in a waterbath for 8 hours. Inflation device pressurization revealed a balloon pinhole measuring less than 1mm, approximately 9mm from distal tip . Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. No other damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon ruptured. The pci treated the target lesion located in the severely calcified unspecified vessel. The physician attempted to use the 3.0x12mm quantum apex balloon for pre-dilatation but the balloon ruptured at 20 atm's on the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's condition was listed as good.